Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, a b30 error occurred and no image was displayed. There was no impact to a patient or a procedure. Related patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.